Event description:
Image disturbance, noisy/blue image at two ec38-i10nl with new modification pcb 3965-5-c3663b. Both pcb?ls have been replaced with the previous version pcb 3965-2-d6419d and the image was ok. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Manufacturer narrative:
Evaluation summary: the pcb has been replaced by the distributor. This device was serviced by a third party.